Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to find the patient. The technical support specialist (tss) identified that after the es 1.11 upgrade, a maintenance service was disabled and therefore the patient list was not populated although the global search was still functional. Tss enabled the maintenance service and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es surgery patient's details was not populated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.